Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the patient's lead was replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that the patient did not have optimal benefit from their left lead. As a result, surgical intervention is planned to replace the left side of the dbs system.